Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) because the device was emitting beep tones. Review of device data revealed an alert due to a high out-of-range right atrial (ra) lead pace impedance measurement greater than 3,000 ohms, and the likely cause of the device beeping. Additionally, a signal artifact monitor (sam) episode was stored and the respiratory rate trend (rrt) sensor was disabled due to the high out-of-range pace impedance measurement. The crt-d also stored atrial tachy response (atr) episodes containing noise with oversensing. Further device and lead evaluation was recommended. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d was explanted and replaced with a crt-d device containing an updated header. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) because the device was emitting beep tones. Review of device data revealed an alert due to a high out-of-range right atrial (ra) lead pace impedance measurement greater than 3,000 ohms, and the likely cause of the device beeping. Additionally, a signal artifact monitor (sam) episode was stored and the respiratory rate trend (rrt) sensor was disabled due to the high out-of-range pace impedance measurement. The crt-d also stored atrial tachy response (atr) episodes containing noise with oversensing. Further device and lead evaluation was recommended. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d was explanted and replaced with a crt-d device containing an updated header. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that prior to system revision, ra lead testing with isometrics performed due to known ra noise had revealed additional non-physiologic noise with oversensing on the right ventricular (rv) lead as well. As a result, the rv lead was also replaced at the scheduled ra lead revision. All explanted products were sent to pathology, and product return was requested. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) because the device was emitting beep tones. Review of device data revealed an alert due to a high out-of-range right atrial (ra) lead pace impedance measurement greater than 3,000 ohms, and the likely cause of the device beeping. Additionally, a signal artifact monitor (sam) episode was stored and the respiratory rate trend (rrt) sensor was disabled due to the high out-of-range pace impedance measurement. The crt-d also stored atrial tachy response (atr) episodes containing noise with oversensing. Further device and lead evaluation was recommended. This crt-d system remains in service. No adverse patient effects were reported.